Event description:
Device malfunction: difficult to remove. Time of malfunction: during use. Time of symptoms/ae: none. Symptoms/ae: none. It was reported that a vascular surgeon who is trained in the use of starclose, used the device to attempt an arteriotomy closure after a diagnostic procedure. The clip deployed ok, but the device became stuck and could not be pulled out. The physician applied counter-traction and forcefully attempted to pull on the device, but the device could not be removed. A cut-down procedure was performed to remove the device. The clip was not in the artery, but was in the tissue tract above the artery. The clip was still attached to the device. The artery was closed with a suture to the artery. No additional information available.

Manufacturer narrative:
.